Manufacturer narrative:
Upon receipt of the complete lead at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the lead. The helix mechanism test was not performed due to the confirmed break in the cathode coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure the right atrial lead was attempted to be placed but high impedance and threshold were observed. The physician attempted to reposition the lead, however the helix would not retract. A new lead, same device model was eventually used to complete this procedure. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.